Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump with serial number (B)(6) exhibited a cracked display screen, with the user uncertain of the cause and reporting that blood glucose values were not impacted. Symptoms included no reported adverse clinical effects. Outcomes included no changes to therapy and no medical intervention or hospitalization. Investigation included collection of customer testimony and photographic evidence, address verification for replacement logistics, and instructions to sync data, shut down the device, and return the original unit. Investigation of this device revealed physical damage to the display screen consistent with user-reported crack, with no functional impact on glucose control reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from an undetermined external force.